Manufacturer narrative:
(B)(4). The service engineer troubleshoot this issue with the customer over the phone. The customer was recommended to performed short self-test (sst) and extended self-test (est). Customer biomed performed and passed est and sst. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred.